Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user reported a low blood glucose (bg) event following a correction from a prior hyperglycemia episode. The user¿s lowest bg was 63 mg/dl. The user treated with a bottle of apple juice containing 28 grams of carbohydrates, which successfully brought bg back into range. The agent reviewed the ilet¿s dosing charts and confirmed no device malfunction, explaining that bg fluctuation is common during the 1¿2 week learning phase while the ilet algorithm adjusts to the user¿s insulin sensitivity. The event was self-managed without medical intervention or outside assistance.